Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the medical procedure, while the subject guidewire was tracking through the tortuous segment of cavernous the distal tip of the subject guidewire was damaged and broken. The broken tip of the subject guidewire was taken out with the help of a distal access catheter. The procedure was aborted and no clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date- added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, a microcatheter and the distal access catheter were used in conjunction with the subject device, and the patient's anatomy was severely tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the medical procedure, while the subject guidewire was tracking through the tortuous segment of cavernous the distal tip of the subject guidewire was damaged and broken. The broken tip of the subject guidewire was taken out with the help of a distal access catheter. The procedure was aborted and no clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
D9 product available to stryker ¿ updated h2 follow up type - updated h3 device evaluated by mfg ¿ updated h6 - method, results and conclusion - updated there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was returned broken 295cm from the proximal end. The core wire and platinum wire were not visible inside the nitinol tubing. The distal end (approximately 10.5cm) was not returned. The guidewire hydrophilic coating was hydrated and there were no other anomalies noted. The guidewire ptfe coating was noted to be peeling at the proximal tip, from 0.4 to 0.8cm from the proximal end and from 96cm to 110cm from the proximal end. A functional inspection could not be performed due to the damage to the guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the distal tip of the subject guidewire broke while it was tracking through a cavernous tortuous segment. It was taken out with the help of a distal access catheter. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, catheters were used in conjunction with the subject guidewire device, and the patient's anatomy was severely tortuous. During the visual inspection, the ptfe coating was noted to be peeling at the proximal tip, from 0.4 to 0.8cm from the proximal end and from 96cm to 110cm from the proximal end. The guidewire was noted to be broken/fractured 295cm from the proximal end and the distal fractured segment was not returned. The core wire and platinum wire were not visible inside the nitinol tubing at the fracture site. No other anomalies were noted to the returned device. Based on the analysis and information provided, it is probable that the guidewire experienced high tension and/or torsion forces during manipulation of the wire through a cavernous tortuous segment, and this caused the wire to fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed defect of the guidewire distal tip broken/fractured during use since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the analyzed defect of the guidewire ptfe coating peeling since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the medical procedure, while the subject guidewire was tracking through the tortuous segment of cavernous the distal tip of the subject guidewire was damaged and broken. The broken tip of the subject guidewire was taken out with the help of a distal access catheter. The procedure was aborted and no clinical consequences were reported to the patient due to this event. No additional information available.